Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the returned yellow catheter and sheath has been investigated . Two penetrations are found approx. 13 cm and 17 cm from proximal end. Severe kink approx. 19 cm from proximal end and a smaller kink 1 cm from there. Based on the detailed description and the investigation, it is clear that the root cause of the event is excessive force applied because of the tortuous anatomy. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before, that if the sheath is somehow exposed to excessive force because of tortuous anatomy, this kind of problem may occur. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. It was inserted from right jugular vein. The patient had so curved/tortuous ivc that the sheath slipped into the renal vein. The physician attempted to advance the filter catheter to ivc through the sheath after having inserted it into the sheath, but it could not be advanced. Therefore, he retrieved the filter catheter from the sheath. Then he folded the filter by hand and inserted it directly into the sheath from the hub of the sheath and attempted to advance it to ivc again. However, the leg of the filter perforated the sheath around svc when advancing the filter catheter. Another igtcfs-65-jp-jug-tulip was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient.